Event description:
Patient reported "ruptures diagnosed via ultrasound, gel migration to the armpits", "pus and fifth rib osteomyelitis - no device related". This record is for the right -side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is not related to the manufacturing process. ¿ infection (unknow onset): unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "ruptures diagnosed via ultrasound, gel migration to the armpits", "pus and fifth rib osteomyelitis - no device related". This record is for the right -side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.